Event description:
It was reported that the bd insyte ¿ indwelling intravenous catheter has foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, an fm on the needle tip was found before use, and this affected product was thus not used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: nine photos and one sample were received by our quality team for evaluation. The photos were subjected to visual inspection to check for foreign matter. No foreign matter was observed on the needle tip and catheter tubing. Some curved lines were observed on the catheter tip. The sample was subjected to visual inspection. No foreign matter was observed. Some white curved lines were observed on the catheter tip. The sample was subjected to catheter leakage testing and passed the testing. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the evaluation of the returned sample, no foreign matter was found on the needle tip or catheter. Some white curved lines were observed on the catheter tip, which are not foreign matter or tipping defects. As the sample passed the catheter leakage testing, the white lines are most likely minor cosmetic defects which will not affect the function of the catheter.

Event description:
It was reported that the bd insyte ¿ indwelling intravenous catheter has foreign matter on the needle tip. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, an fm on the needle tip was found before use, and this affected product was thus not used.